Manufacturer narrative:
(B)(4).

Event description:
A power-on-reset (por) condition was reported on the patient's neurostimulator following a unspecified surgery where electrocautery was used. It was unclear whether the device had been turned off prior to surgery. Additional information was requested. Additional information has been requested, a follow-up report will be sent if additional information becomes available.